Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that two (2) pc units were observed with green/blue corrosion deposits on the inter-unit interface (iui) connectors. This was observed by bd representative during site visit. There was no patient involvement.

Manufacturer narrative:
Additional information: manufacture narrative. Root cause: the root cause of the ¿pcu iui contamination¿ could not be determined due to the suspect or, concomitant devices not being returned for further investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that two (2) pc units were observed with green/blue corrosion deposits on the inter-unit interface (iui) connectors. This was observed by bd representative during site visit. There was no patient involvement.